Event description:
User facility reported that the device was in use with pt for two days. According to reporter, the device allowed the IV bag contents to infuse into pt. Medication details not provided. User facility reported no adverse effects to pt. User facility stated that the reported problem could not be repeated by hospital during testing so the device was discarded. Lot number of device in use could not be confirmed.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.